Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was reported that the patient was hospitalized for the event and was treated with vancomycin (1.5g, route and frequency were not reported), gentamycin(30mg, route and frequency were not reported), ceftazidime (1.5g, intraperitoneally, frequency were not reported) and nystatin (orally, dose and route were not reported) for peritonitis. On the 4th day, vancomycin was changed to amoxicillin 500mg, three times a day and route was not reported). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.